Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to water when they showered. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 128 mg/dl.